Event description:
Possible infection of device. High rv threshold on (B)(6) 2024. High rv threshold (B)(6) earliest identified on rv threshold graph. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Ref report: mw5155327.